Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a blistering heat rash under the back therapy electrodes. The patient's physician advised the patient to remove the lifevest until the rash healed. The patient's physician also advised the patient to apply an unknown medication. Follow-up indicated that the rash was improving.